Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant medical product: dtba1d1 ICD implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead has elevated and high thresholds. The lead was found to have high impedance and a confirmed fracture. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.